Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The trevo provue retriever device was returned with an insertion tool. Visual examination of the returned device revealed that the retriever shaft coil was found to be kinked. The trevo provue distal platinum coil was protruding through the insertion tool distal end. The trevo provue distal platinum coil was kinked just proximal to the distal tip. The insertion tool was slightly bent at approximately 10.0cm from its distal end. The trevo provue struts were found to be bent on distal section. During functional testing, the trevo provue was advanced through the returned insertion tool (friction was encountered while advancing) and through the demo mc-18 catheter. There was friction encountered while advancing the trevo provue retriever. The anomalies found on the trevo provue are known to adversely affect the functional performance. The complaint that the trevo was kinked on its distal tip was confirmed due to the anomalies found on the trevo provue retriever distal platinum coil. Therefore, an assignable cause of procedural factors is assigned to the as reported and as analyzed codes.

Event description:
Analysis of the returned retriever (subject device) revealed that the platinum wire had broken. There were no clinical consequences to the patient.